Event description:
Patient underwent generator replacement surgery. The explanted generator was noted to not be available for return. No other relevant information has been received to date.

Event description:
Patient presented with occasional breakthrough seizures and when seen in office their device could not be interrogated and it was suspected to be related to battery depletion. No known surgical intervention has occurred to date. No other relevant information has been received to date.